Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2023 the patient was transplanted.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was connected to the power module and system monitor during a routine outpatient visit. Upon connection, a low-speed advisory alarmed. Their driveline was manipulated in attempts to reproduce the alarm which activated a pump stop. The patient was then put on battery power and had no further alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of vad-17347 confirmed a driveline wire compromise that would have caused the reported low speed and pump stop events. (B)(6) was returned assembled with the driveline severed approximately 7.0¿ from the pump housing. The distal portion of the driveline, measuring approximately 30" in length, was also returned. The sealed inflow conduit (inlet extension, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of the returned device, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Upon disassembly, breakdown of the metal braided shield was observed that appeared consistent with the device's duration of use. Visual inspection of the underlying wires revealed a breach in the insulation of the yellow wire, approximately 4" from the controller connector. Although a specific cause could not be conclusively determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal braided shield. Visual inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulations or the underlying conductors. The two portions of the returned driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage through the insulation of any of the driveline wires. If the exposed conductors of the yellow wire contacted the braided shield while the system was operating on a tethered power, source such as the power module or mobile power unit, the resulting short to ground would have resulted in the reported low speed and pump stop events confirmed via the submitted log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) IFU, and the heartmate ii patient handbook, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the alarms were determined to have caused by short to shield damage in the driveline. The patient was given a non-grounded cable. They were also planned to be listed for a transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed and pump stop events. Although a specific cause for these events could not be conclusively determined through this evaluation, based on previous experience with the heartmate (hm) ii left ventricular assist system (lvas), they appeared to be consistent with potential driveline wire compromise. The system controller log file contained data from (B)(6) 2022 . Low speed events, as well as a pump stop, were captured on (B)(6) 2022 while the device was partially or fully connected to the power module, grounding the system. No other notable events or alarms were captured. X-rays were provided by the account that captured internal and external portions of the patient¿s driveline. No areas of concern in the metal braided shield were observed. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.